Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the programmer batteries deplete after a week of non-use. The batteries were replaced and the programmer powered on. Once the programmer connected to the implant, it showed the low ins battery warning screen. The manufacturer's database indicated that the ins was implanted after the use by date of the device. No symptoms or further complications were reported.